Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and battery out limit. Blood glucose level at the time of the incident was unknown. During troubleshooting the insulin pump alarmed failed battery test. The customer also reported the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. The customer was asked to observe if the time clock advances and it does. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, failed battery test alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.